Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code (fc) 1006 upon interrogation for atrial fibrillation (af) burden. The field representative reviewed the patient's medical record and verified that the capacitor reform had been completed normally. Additional information was received indicating that the delivery of 1 joule external shock was planned but was not performed at this time as the patient was in the hospital for other reasons. The device remains in service. No adverse patient effects were reported.